Event description:
It was reported that this device exhibited a patient data error. Technical services (ts) discussed potential causes of this error including external factors and confirmed that this error is benign and has no effect on the delivery of therapy. The patient data is expected to be reset appropriately at the next interrogation. This device remains in service. No adverse patient effects were reported.